Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was returned with the microcatheter, snare, and implant coil for analysis. The implant was noted to be captured in the snare approximately in the middle of the length of the implant. Three kinked areas were noted on the catheter in the distal 12" of the body. The pusher was not returned; therefore, the adjoining monofilament member could not be analyzed. The implant was noted to be in good physical condition, but did not fully retain its shape. The monofilament could not be identified just proximal or distal of the proximal looping location. There appeared to be some indentations in adhesive at the tie knot location, which indicates that the proximal loops had been present, but could not be definitively identified. It was evident that adhesive was present at the proximal loop location. The proximal end of the monofilament was identified approximately 2" distal of the markerband. The proximal tip of the monofilament was identified to have a portion of a loop intact. There were two (2) masses on the proximal tip of the monofilament that appear to be adhesive. It appears as though the monofilament broke at the second proximal loop. Based on the available information and evaluation of the returned device, the complaint can be confirmed. The root cause cannot be determined; however, the device exhibits evidence that it was subjected to tensile forces that exceeded its strength specifications. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during a pipeline assisted embolization treatment for a 3 cm internal carotid aneurysm, part of the coil and the pipeline were deployed into the aneurysm. An attempt was made to push the coil out; however, it was noted that the coil detached partially in the microcatheter and partially in the aneurysm. The coil was successfully retrieved with a snare device. There was no reported patient injury. The patient is reported to be doing well.